Event description:
It was reported that the patient called and asked what kind of metal the device is made of. Patient developed redness near implant site. Device still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.